Event description:
The manufacturer received information alleging a bipap vision alarmed as if it had no power and the patient expired while using the device. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has completed the investigation of a bipap vision that allegedly was alarming as if it had no power and the patient expired. The device was evaluated by the reporting facility who stated the event could not be confirmed or duplicated. The reporting facility stated the device was not responsible for the patient's death. The device is currently in patient use. The manufacturer concludes the customer's complaint was not confirmed. The device did not cause or contribute to the patient's death.